Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use when the issue was identified. It was reported to philips that the system was booting up slowly. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found frontal image processing pc (ippc) fan speed to be low and frontal ippc memory 1 problem occurred during runtime and requested an onsite support. Field service engineer (fse) visited onsite and checked the problem reported by the customer. The philips field service engineer (fse) examined the system log files and found that ippc hard disk was not recognized during startup. To resolve the issue, fse reseated the ippc hard disk in another work order. After repair, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was booting slowly. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.